Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that: "the patient underwent a revision tka and surgeon resurfaced the patella (it was not resurfaced originally) and removed the old tibial poly insert and exchanged it with a new one. The reason for removal was basic wear."